Event description:
Five new pumps ordered from smith's medical for flolan (epoprostanil) and remodulin (trepostinal) patients. The new pumps ordered were the cadd-legacy plus models that are programmed with a rate as mg/hour. Existing pumps utilized by patients on flolan and remodulin are cadd-legacy 1 which is programmed as mg/24 hours. Breakdown in communication on the procurement of the pumps. In addition, when the pumps were released into service the pumps were set in a locked position with the inability of the operators to enter a volume to be infused or rate. Operations were not given the unlocking code nor told of the new pumps.